Event description:
Hamilton medical ag received the following description: during initial test procedure g5 ventilator began to alarm tf-5511 & tf-5510.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, d4, g6, h2, h3, h6 and h11 have been updated. During initial test procedure g5 ventilator began to alarm tf-5511 and tf-5510. No patient harm reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective sensor board. After replacing the sensor board, the device was released for use.

Event description:
Hamilton medical ag received the following description: during initial test procedure g5 ventilator began to alarm tf-5511 & tf-5510.